Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had gone offline. A technical support specialist (tss) had remoted into the device, checked the network adapters, and confirmed that all settings were configured correctly. The medbank application was relaunched, and the error message was verified as cleared. The customer was asked to sign in to confirm functionality, and she was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user had encountered a ¿drawer offline¿ message on the medbank app, which had prevented her from signing in. This occurred while she was trying to retrieve medications for a patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.